Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a scheduled generator replacement. Prior to the procedure upon device interrogation the implantable cardioverter defibrillator exhibited backup vvi operation. Device download was performed successfully. The device was then explanted and replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to event queue overflow. The root cause of the event queue overflow was determined to be the ic on the rf module.